Event description:
A malfunction was reported with a code displayed as malf 16. The incident did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Tandem¿s technical support instructed the customer to put the pump into storage mode and return it, acknowledging the directions provided. A replacement pump was sent to the customer, who uses manual doses for insulin delivery as a backup therapy.